Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical.

Event description:
It was reported that the patient received inappropriate therapy. X-ray revealed that the lead had pulled back to the left of the right atrium superior vena cava. The lead was explanted when repositioning was unsuccessful.